Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends. This document represents the initial and final report.

Event description:
Procedure performed: nissen fundoplication. After contact with the operating block framework, which had not been made aware of the incident. She gave me information concerning the intervention, it would be the recovery of the patient two days after the intervention (issen) due to bleeding. The surgeon mentioned that the bleeding would be in the pinch. The block frame does not know the health status of the patient. The surgeon who was the practitioner during the intervention will return only from the 07/11/2017. Additional information received by phone from the sales rep on 27oct2017: product will not return because it has been destroyed after the procedure. Additional information received from the sales rep on 31oct2017: procedure name is nissen fundoplication patient status: patient injury.